Event description:
After testing, it was found that the expected results could not be successfully reproduced. The positive and negative controls were checked for the appropriate color reaction and the MFR's specified color change was not achieved. It is impossible to confirm the pt results if the controls can not be verified. This product does not meet the requirements of the agency that this facility must abide by.